Manufacturer narrative:
The field service engineer (fse) was unable to duplicate the problem. There was no confirmed device malfunction and no repairs were performed.

Manufacturer narrative:
Date of report: 30jun2021. There was no patient involvement.

Event description:
The customer reported the ventilator will not enter standby mode. He states that if he removes the bacteria filter then it will go into standby. There was no patient involvement. The remote service engineer (rse) recommended to the customer to test the air and o2 flows per the service manual and provided the part number to the flow sensor assembly for replacement. Other information is pending.